Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. It was also noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7075924 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7075923 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. It was also noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device components involved in the event:model number/catalog number: sc-2317-50.serial number: (B)(6).batch/lot number: 7075924.model/catalog description: infinion cx lead kit, 50cm.unique identifier (UDI): (B)(4).model number/catalog number: sc-2317-50.serial number: (B)(6).batch/lot number: 7075923.model/catalog description: infinion cx lead kit, 50cm.unique identifier (UDI): (B)(4).investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.